Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the foot was deployed then the device was attempted to be pulled back; however, the motion was done by pulling on the plunger rather than the handle and the plunger was inadvertently pulled out. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Reportedly, the plunger was pulled, which is out of sequence for device deployment. It should be noted that the perclose proglide instructions for use (IFU), device placement section states: deploy needles by pushing on the plunger assembly (in the direction marked #2) until you visually confirm that the collar of the plunger makes contact with the proximal end of the body...gently disengage the needles by pulling the plunger assembly back (in the direction marked #3) and completely remove the plunger and needles from the body of the device. In this case, the reporter is aware of the deployment out of sequence. The investigation determined the reported IFU violation was due to operator error and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.